Event description:
A customer complained that non-reproducible, higher than expected vitros tropi es results were obtained from two patient samples and a known troponin I free sample using a vitros 5600 integrated system. Patient 1 = 0.373 vs expected 0.012 ng/ml; patient 2 = 0.975 vs expected <0.012 ng/ml; troponin I free sample= 0.338, 0.397 versus expected <0.012 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The patient 1 result was reported from the laboratory; however, a corrected report was issued. The higher patient 2 result was not reported from the laboratory. No allegation of patient harm was made as a result of the events. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros tropi es results were obtained from two patient samples and a known troponin I free sample using a vitros 5600 integrated system. The assignable cause for the patients and the troponin I free sample is analyzer related, as a within-run precision test was outside of ocd guidelines, indicating the vitros 5600 integrated system was not performing as intended. However, pre-analytical sample processing could not be ruled out as a contributing factor. There was no indication the vitros tropi reagent contributed to the event.